Event description:
The pt underwent hero graft placement in 2009, which is indicated for esrd with the need for hemodialysis with concurrent central venous obstruction. Following implantation the pt experienced persistent fluid and pus collection surrounding the graft as well as induration and erythema. She was treated with antibiotics both topically and orally. The graft was initially cannulated two months later. Cannulation was delayed due to persistent pus and fluid collection as identified on ultrasound exams. Prior to cannulation a right thigh catheter was used as a bridging access until the hero graft could be cannulated. The following month, the pt underwent surgical revision of the graft due to persistent pus collection and a leaking cannulation puncture. Post operatively she experienced erythema, induration, and fluid collection as identified by ultrasound exam. She once again applied topical antibiotics and took rocephin provided by dialysis to control infection. Currently, the pt continues to experience fluid collection subcutaneously around the graft while cannulation continues.